Manufacturer narrative:
The device history records for radiesse lot were not reviewed as the lot number was unk.

Event description:
Pt's adverse event was forwarded to merz north america inc, from (B)(6). Clinic mgr at (B)(6) reported pt's adverse event post radiesse injection. A female pt was injected with 0.8 cc radiesse into her nose on (B)(6) 2013 injector ordered oral, topical, and parenteral antibiotics treatment for the pt. Pt's right eye felt mildly uncomfortable. On (B)(6) 2013, clinic mgr notified (B)(6) that pt developed vascular compromise/occlusion. The clinic started hyperbaric oxygen treatment on the same day. The injector also ordered oral anti-virus and steroid for pt's treatment. Update on the pt's recovery status was requested; info was received from (B)(6) that there is no update from the injecting clinic.